Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens will be explanted due to a low vault, lens rotation and a refractive surprise. The patient's bcva was 20/60 and the patient has night glare.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Manufacturer narrative:
Method): work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces of one haptic torn off. The lens was returned dry. Medical review: according to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular sulcus or ciliary sulcus cyst). Staar recommends the icl to be left implanted if no cataracts are noted or in cases where there is a trace anterior subcapsular cataract with no progression. Staar believes that the action to remove and/or replace the icl increases the risk for anterior subcapsular cataract. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Event description:
Additional information received - the icl was explanted on (B)(6) 2013 and was exchanged for a longer lens, which resolved the problem. The patient's best-corrected visual acuity was 20/60.